Manufacturer narrative:
Investigation summary: a complaint of a set coming tangled in packaging was received from the customer. No product or photo was returned by the customer. The customer complaint of packaging issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10802688 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set was tangled inside packaging. The following information was provided by the initial reporter: tubing was tangled inside packaging.